Manufacturer narrative:
(B)(4). A similar adverse event is being reported under MFR 3004753838-2018-125258.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the patient experienced two hypoglycemic events in which the cgm had inaccurate values. The patient's mother stated that both times, the patient felt shaky, sweaty and had a headache. The patient was treated with fast acting sugar according to previous instructions from her doctor on how to treat hypoglycemia. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.